Manufacturer narrative:
(B)(4). The system remains implanted. No other adverse events have been reported. This product issue will be re-evaluated if additional details are received.

Event description:
Boston scientific received information that this system was exhibiting noise and out of range pacing impedance measurements on the atrial channel. A revision procedure was performed and the competitive atrial lead was revised. No adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. A visual inspection of the device header noted it was slightly loose. Pin gauge testing, designed to verify proper port dimensions, was completed. Each port measured as expected. However, the left ventricular (lv) one lead was not tested. The device was then exposed to simulated heart load conditions, and the defibrillation, pacing, and sensing functions were tested. Impedance testing was completed and all measurements were within normal limits. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed. Analysis did not identify any device characteristics that would have caused or contributed to the reported clinical observations.